Event description:
Dealer states joystick keeps freezing up and have to disconnect battery and reset joystick.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.